Event description:
End user reports red rash to peristomal skin under all outer tape collar with some migration to under mass. Reports using for 1 day. Reports using soap and remover wipe. Reports in past had allergy to use of tape. In past reports ostomy powder helped to resolve. No powder used with recent change. Patient outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Brand name: s4s/sur-fit natura 2 pc - 2p pc durahesive (dh) convex moldable wafer.